Event description:
This (B)(4) study patient had a myocardial infarction one day post-procedure per the clinical events committee (cec) which indicated in the .adjudication status- final report that the committee agrees with the assessment of protocol definition of mi and arc [peri-procedural].

Manufacturer narrative:
The report received from the (B)(4) study indicated that the patient had two thrombotic events leading to successful reversal of cardiopulmonary arrest post implantation of a cypher stent. Past medical history that may have increased this patient's risk for mace includes previous pci in the target lesion with non-cordis stents, peripheral artery disease, hyperlipidemia, hypertension, myocardial infarction, pvd/claudication, and diabetes mellitus. Initially, the patient underwent pci with laser atherectomy, balloon angioplasty and a implantation of a 3.5x23mm cypher stent at 18 atm. In the proximal and ostial right coronary artery with 99% stenosis and thrombus. Ivus showed a 3.2 lumen size post dilation indicative of an adequate result. The residual diameter stenosis measured 10%. Three days later, the patient had a follow up angiogram to assess the rca treated three days earlier and the patient was included in the (B)(4) study at this time. Thrombus with intraluminal filling defect was noted in the proximal segment. Integrilin bolus and bicarbonate were injected directly inside the thrombus. Intravascular ultrasound demonstrated some residual thrombus, the cypher stent was fully deployed and the luminal size was approximately 3mm. Balloon dilation with a quantum maverick was conducted extending all the way to the ostium with successful results: a widely patent rca, no evidence of thrombus and markedly enlarged lumen 3.5mm with no evidence of filling defect. During the same procedure, a lesion in the left circumflex was treated with the implantation of another cypher stent. Post-dilation was conducted with a dura star balloon catheter with excellent angiographic results. The unknown stents implanted in the proximal and distal segments of the rca were widely patent with residual 20-3-% narrowing. An attempt to deliver a wire to the occluded distal lad was unsuccessful determining that it was probably a chronic total occlusion. Extensive right-to left collateralization was noted. Plavix therapy was discontinued and prasugrel was prescribed. Approximately a month later, a coronary angiogram was conducted to re-evaluate the rca because it was a dominant vessel and the patient did not wish to undergo coronary artery bypass graft surgery. Angiography revealed intraluminal haziness noted in the proximal segment where there was several stents previously implanted. A significant clot was noted in the ostium of the rca. Thrombus aspiration in the ostium of rca, pda and the posterior left ventricular branch was conducted. Additionally, administration of interarterial integrilin, heparin drip, dopamine and neosynephrine was given. Adenosine was administered for significant supraventricular tachycardia. Thrombectomy was also performed down in both limbs. During the procedure, the patient experienced marked hemodynamic compromise requiring several defibrillations. The hemodynamic compromise was likely secondary due to the fact that her lad was chronically occluded and supplied by the rca. An intra-aortic balloon pump was inserted for hemodynamic support. The cypher stent implanted in the circumflex artery was noted to be patent. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Thrombotic events are a known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. Based on the information available, there are possible vessel characteristics as well as the patient's critical and extensive cardiovascular disease (totally occluded lad) with dominant rca vessel dependence that may have contributed to these events.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The calcified target lesion was located in the left iliac artery. The 7.0-20, 135 wanda pta balloon dilatation catheter was selected to treat the target lesion and during advancement significant resistance was encountered, and the balloon was deformed. Upon inflation to 12atms for 6 seconds a balloon rupture occurred. The balloon catheter was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status is listed as 'stable'.

Manufacturer narrative:
.

Manufacturer narrative:
Please note that the initial 3500a incorrectly indicated that 3 days after pci in the proximal lad, thrombus was noted. However, the report should have indicated that the vessel was the rca. Subsequent follow-up reports correctly indicated the rca and no further corrections are needed at this time.

Manufacturer narrative:
The report received from the (B)(4) study indicated that the patient experienced an mi peri-procedurally. This patient had two thrombotic events previously reported leading to successful reversal of cardiopulmonary arrest post implantation of a cypher stent. Past medical history that may have increased this patient's risk for mace includes previous pci in the target lesion with non-cordis stent, peripheral artery disease, hyperlipidemia, hypertension, myocardial infarction, pvd/claudication, and diabetes mellitus. Initially, the patient had non-cordis stents (xience) in the rca. Approximately four months later, the patient had a re-pci to treat a 99% isr with thrombus present in the rca. Pci was conducted with laser atherectomy, balloon angioplasty and a implantation of a 3.5x18mm cypher stent at 18 atm. In the proximal and ostial right coronary artery. Ivus showed a 3.2 lumen size post dilation indicative of an adequate result. The residual diameter stenosis measured 10%. Three days later, the patient had a follow up angiogram to assess the rca and the patient was included in the (B)(4) study at this time. Thrombus with intraluminal filling defect was noted in the proximal segment. Integrilin bolus and bicarbonate were injected directly inside the thrombus. Intravascular ultrasound demonstrated some residual thrombus, the cypher stent was fully deployed and the luminal size was approximately 3mm. Balloon dilation with a quantum maverick was conducted extending all the way to the ostium with successful results: a widely patent rca, no evidence of thrombus and markedly enlarged lumen 3.5mm with no evidence of filling defect. During the same procedure, a lesion in the left circumflex was treated with the implantation of another cypher stent. Post-dilation was conducted with a dura star balloon catheter with excellent angiographic results. The unknown non-cordis stents implanted in the proximal and distal segments of the rca were widely patent with residual 20-30-% narrowing. An attempt to deliver a wire to the occluded distal lad was unsuccessful determining that it was probably a chronic total occlusion. Extensive right-to left collateralization was noted. Plavix therapy was discontinued and prasugrel was prescribed. Post index procedure, an elevation in cardiac enzymes were noted and diagnosed as an mi event. Approximately a month later, a coronary angiogram was conducted to re-evaluate the rca because it was a dominant vessel and the patient did not wish to undergo coronary artery bypass graft surgery (CABG). Angiography revealed intraluminal haziness noted in the proximal segment where there was several stents previously implanted. A significant clot was noted in the ostium of the rca. Thrombus aspiration in the ostium of rca, pda and the posterior left ventricular branch was conducted. Additionally, administration of interarterial integrilin, heparin drip, dopamine and neosynephrine was given. Adenosine was administered for significant supraventricular tachycardia. Thrombectomy was also performed down in both limbs. During the procedure, the patient experienced marked hemodynamic compromise requiring several defibrillations. The hemodynamic compromise was likely secondary due to the fact that her lad was chronically occluded and supplied by the rca. An intra-aortic balloon pump was inserted for hemodynamic support. The cypher stent implanted in the circumflex artery was noted to be patent. Additional information received indicated that approximately six weeks after the last re-pci, the patient experienced a third thrombotic event in the rca. Myocardial infarction was ruled out. At this time, CABG was considered the best form of treatment and the patient had lima to lad and svg to pda. The reporter confirmed that the cypher stent implanted in the circumflex artery was patent and no bypass was performed in this vessel. The patient recovered favorably and was discharged a week later in stable condition. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15075561 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00146 and 3003742446-2011-00400.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00146 and 3003742446-2011-00400.

Manufacturer narrative:
The report received from the (B)(4) study indicated that the patient experienced an mi peri-procedurally. This patient had two thrombotic events previously reported leading to successful reversal of cardiopulmonary arrest post implantation of a cypher stent. Past medical history that may have increased this patient's risk for mace includes previous pci in the target lesion with non-cordis stent, peripheral artery disease, hyperlipidemia, hypertension, myocardial infarction, pvd/claudication, and diabetes mellitus. Initially, the patient had non-cordis stents (xience) in the rca. Approximately four months later ((B)(6) 2010), the patient had a re-pci to treat a 99% isr with thrombus present in the rca. Pci was conducted with laser arthrectomy, balloon angioplasty and implantation of a 3.5x18mm cypher stent at 18 atm. In the proximal and ostial right coronary artery. Ivus showed a 3.2 lumen size post dilation indicative of an adequate result. The residual diameter stenosis measured 10%. Three days later ((B)(6) 2010), the patient had a follow up angiogram to assess the rca and the patient was included in the (B)(4) study at this time. The index procedure was done for treatment of one target lesion in the proximal lcx and one non-target lesion in the proximal rca. The target lesion in the lcx was treated with pre-dilation and one study stent followed by post-dilation. The core lab reported 8% final residual stenosis, no dissection and timi 3 flow. The rca was then studied. Thrombus with intraluminal filling defect was noted in the proximal segment. Integrilin bolus and bicarbonate were injected directly inside the thrombus. Intravascular ultrasound demonstrated some residual thrombus, the cypher stent was fully deployed and the luminal size was approximately 3mm. Balloon dilation with a quantum maverick was conducted extending all the way to the ostium with successful results: a widely patent rca, no evidence of thrombus and markedly enlarged lumen 3.5mm with no evidence of filling defect. The unknown non-cordis stents implanted in the proximal and distal segments of the rca were widely patent with residual 20-30-% narrowing. An attempt to deliver a wire to the occluded distal lad was unsuccessful determining that it was probably a chronic total occlusion. Extensive right-to left collateralization was noted. Plavix therapy was discontinued and prasugrel was prescribed. Post index procedure an elevation in cardiac enzymes were noted and diagnosed as an mi event. Approximately a month later ((B)(6) 2010), a coronary angiogram was conducted to re-evaluate the rca because it was a dominant vessel and the patient did not wish to undergo coronary artery bypass graft surgery (CABG). Angiography revealed intraluminal haziness noted in the proximal segment where there was several stents previously implanted. A significant clot was noted in the ostium of the rca. Thrombus aspiration in the ostium of rca, pda and the posterior left ventricular branch was conducted. Additionally, administration of interarterial integrilin, heparin drip, dopamine and neosynephrine was given. Adenosine was administered for significant supraventricular tachycardia. Thrombectomy was also performed down in both limbs. During the procedure, the patient experienced marked hemodynamic compromise requiring several defibrillations. The hemodynamic compromise was likely secondary due to the fact that her lad was chronically occluded and supplied by the rca. An intra-aortic balloon pump was inserted for hemodynamic support. The cypher stent implanted in the circumflex artery was noted to be patent. Additional information received indicated that approximately six weeks after the last re-pci ((B)(6) 2010), the patient experienced a third thrombotic event in the rca with acute mi. During the procedure the patient suffered a vf (ventricular fibrillation) arrest. This was successfully treated and at this time, CABG was considered the best form of treatment. The patient had lima to lad and svg to pda. The reporter confirmed that the cypher stent implanted in the circumflex artery was patent and no bypass was performed in this vessel. The patient recovered favorably and was discharged a week later in stable condition. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15089293 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. Arrhythmia, vf, is a known potential adverse event associated with coronary stent implantation and is listed in the IFU as such. The inherent changes in coronary blood flow associated with invasive and interventional procedures may contribute to disturbances in the normal cardiac electrical functioning resulting in arrhythmias. In this case, the thrombotic culprit lesion was in the rca in the face of an acute mi, making the patient much more prone to ischemic related arrhythmias. Cardiac arrest, i.e. Death, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the information suggests that patient, vessel and lesion factors may have contributed to the reported events. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00146 and 3003742446-2011-00400.

Manufacturer narrative:
Additional information was received that a clot noted in non target vessel which was stented (B)(6) 2010 with a cypher stent. Pt had a v fib arrest on the cath table. This event was classified as an mi. The event was associated with the proximal rca (cass 1). The patient had ischemic symptoms lasting 10 minutes or more and required revascularization. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from (B)(4) study indicated that approximately 3 days after pci in the proximal lad, 20-30% narrowing and calcification was noted. Thrombus was also found at the site. An 8ml integrilin bolus was administered with 2ml of bicarbonate was placed directly inside the thrombus with a clearway 1.5mm balloon. 40 days after pci, thrombus was found during routine angiogram. The patient also had ventricular fibrillation and arrhythmia. Thrombectomy was preformed and the lesion was revascularized with a balloon. The patient coded requiring CPR and intubation . Integrilin was infused directly to the site with a clearway balloon. During the third injection of angio, there was evidence of intraluminal filling defect, marked hemodynamic compromise with st elevation, hypotension and significant bradycardia. The medications administered included versed and fentanyl, heparin 6000 units and then integrilin was infused directly to the site with a clearway balloon. IV dopamine and neosynephrine for hemodynamic compromise. Adenosine was administered twice to ascertain if there was supraventricular tachycardia. Heparin infusion was also begun. When the patient was stabilized, an intra aortic balloon pump was inserted. The lesion was 8mm in length in a 4.0mm vessel diameter. Post-procedure timi flow was I iii flow and there was 0% residual diameter stenosis.

Manufacturer narrative:
Additional information was received but the evaluation codes remain the same. The report received from the (B)(4) study indicated that the patient experienced a third thrombotic event leading to CABG procedure. This patient had two thrombotic events previously reported leading to successful reversal of cardiopulmonary arrest post implantation of a cypher stent. Past medical history that may have increased this patient's risk for mace includes previous pci in the target lesion with non-cordis stent, peripheral artery disease, hyperlipidemia, hypertension, myocardial infarction, pvd/claudication, and diabetes mellitus. Initially, the patient had non-cordis stents (xience) in the rca. Approximately four months later, the patient had a re-pci to treat a 99% isr with thrombus present in the rca. Pci was conducted with laser atherectomy, balloon angioplasty and a implantation of a 3.5x18mm cypher stent at 18 atm. In the proximal and ostial right coronary artery. Ivus showed a 3.2 lumen size post dilation indicative of an adequate result. The residual diameter stenosis measured 10%. Three days later, the patient had a follow up angiogram to assess the rca treated three days earlier and the patient was included in the (B)(4) study at this time. Thrombus with intraluminal filling defect was noted in the proximal segment. Integrilin bolus and bicarbonate were injected directly inside the thrombus. Intravascular ultrasound demonstrated some residual thrombus, the cypher stent was fully deployed and the luminal size was approximately 3mm. Balloon dilation with a quantum maverick was conducted extending all the way to the ostium with successful results: a widely patent rca, no evidence of thrombus and markedly enlarged lumen 3.5mm with no evidence of filling defect. During the same procedure, a lesion in the left circumflex was treated with the implantation of another cypher stent. Post-dilation was conducted with a dura star balloon catheter with excellent angiographic results. The unknown non-cordis stents implanted in the proximal and distal segments of the rca were widely patent with residual 20-30% narrowing. An attempt to deliver a wire to the occluded distal lad was unsuccessful determining that it was probably a chronic total occlusion. Extensive right-to left collateralization was noted. Plavix therapy was discontinued and prasugrel was prescribed. Approximately a month later, a coronary angiogram was conducted to re-evaluate the rca because it was a dominant vessel and the patient did not wish to undergo coronary artery bypass graft surgery (CABG). Angiography revealed intraluminal haziness noted in the proximal segment where there was several stents previously implanted. A significant clot was noted in the ostium of the rca. Thrombus aspiration in the ostium of rca, pda and the posterior left ventricular branch was conducted. Additionally, administration of interarterial integrilin, heparin drip, dopamine and neosynephrine was given. Adenosine was administered for significant supraventricular tachycardia. Thrombectomy was also performed down in both limbs. During the procedure, the patient experienced marked hemodynamic compromise requiring several defibrillations. The hemodynamic compromise was likely secondary due to the fact that her lad was chronically occluded and supplied by the rca. An intra-aortic balloon pump was inserted for hemodynamic support. The cypher stent implanted in the circumflex artery was noted to be patent. Additional information received indicated that approximately six weeks after the last re-pci, the patient experienced a third thrombotic event in the rca. Myocardial infarction was ruled out. At this time, CABG was considered the best form of treatment and the patient had lima to lad and svg to pda. The reporter confirmed that the cypher stent implanted in the circumflex artery was patent and no bypass was performed in this vessel. The patient recovered favorably and was discharged a week later in stable condition the product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Thrombotic events are a known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. Based on the information available, there are possible vessel characteristics as well as the patient's critical and extensive cardiovascular disease (totally occluded lad) with dominant rca vessel dependence that may have contributed to the recurrent thrombotic events ultimately resulting in CABG treatment.

Manufacturer narrative:
Concomitant medications ((B)(6) 2010): aspirin and plavix. Concomitant devices ((B)(6) 2010): 0.14 prowater wire, jr4, 6f and 7f guiding catheters, 6 and 7f sheaths, laser atherectomy with a 1.4 at 60/40 then 1.7ml at 60/40. 3.0x15mm angiosculpt, 4.0x15mm voyager. Concomitant devices (B)(6) 2010): 1.5ml clearway balloon. Concomitant medications ((B)(6) 2010): 8ml integrilin and switch from plavix to effient. Concomitant devices ((B)(6) 2010): aspiration catheter quickcut, aspiration catheter pronto, atrium clearway 2.0x20, asahi wires and a 40ml intra aortic balloon pump. Concomitant medications ((B)(6) 2010): versed, fentanyl, heparin 6000 units, integrilin, IV dopamine, neosynephrine, adenosin and heparin infusion. The rca was initially treated with a 3.5x15 and 3.5x18mm xience stents in the ostium and distal rca. Four months later, due to aggressive in-stent restenosis, the 99% lesion in the rca lesion was treated. It was not at an acute angle and the vessel was not tortuous. Initially, laser and an angiosculpt were used. Then a 3.5x18mm cypher stent was deployed. Post-dilatation was performed with a 4.0x15mm voyager balloon at 15 atm. There was no vessel dissection. Ivus was used. Post-procedure medications included aspirin 325 mg and plavix 75 mg to which the patient was compliant with taking. 3 days later, the patient was enrolled in (B)(4) study. Pci was performed on a 90% de novo lesion in the proximal circumflex was 5mm in length in a 2.5mm vessel diameter. The (b2) lesion was extremely calcified. The lesion was pre-dilated with a 2.5x10mm balloon at 8 atm before a 2.5x13mm cypher stent was deployed at 14 atm. Post-dilatation was performed with the 2.5x10mm balloon at 25 atm because the stent was not fully expanded and as a standard procedure. The residual diameter stenosis measured 0%. Timi iii flow was recorded pre and post-procedure, respectively. There were no procedural complications. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.